Manufacturer narrative:
Block b3: exact date unknown, event occurred about two years ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 339961.

Event description:
It was reported that patient underwent an explant procedure due to some falls which caused spinal cord stimulation (scs) lead fracture.